Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Mother reported receiving a button error alarm on the insulin pump. Customer stated that they were walking around the zoo prior to the alarm. No further information reported.

Manufacturer narrative:
No button error alarm noted during testing. However, the device had intermittent button response due to corroded express bolus, esc and act button on keypad traces. The device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.